Event description:
It was reported that the patient presented for follow up. Interrogation of the implantable cardiac monitor (icm) revealed under-sensing which resulted in several recorded episodes of false pause. The clinician elected to continue to monitor. There were no patient symptoms reported.